Event description:
Additional information from the patient reported that when they patient went into the hcp office, by the time they plugged in the paddle to the device and put the paddle over the surgical area, all of the urine was out of their body. The pain that they experienced went up or down the thigh, into the groin, or in the "rump". It was an intense pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the preliminary trial worked like a miracle but the implantable neurostimulator (ins) never helped their symptoms despite going in 10 times to get new settings. The healthcare provider (hcp) wants them to turn stimulation off because since (B)(6) 2016 they are getting sharp pains that take their breath away, when they bend and get up there is excruciating pain "like a bolt of lightning." The patient was implanted on (B)(6) 2014 and is going to have the implant removed. Indication for implant is gastrointestinal/pelvic floor. (B)(4).

Event description:
Additional information from the patient reported the patient did not use the ins for months. The hcp tried different "codes" on the apparatus, trying to find a combination that would work for them. Success never occurred. One day they bend down, went to stand and had excruciating pain and had to stand up extremely slowly. They could not walk until the pain went away completely. The pain would go away as quickly as it came. When the ins was implanted, initially, there was a little improvement, but thing deteriorated to the point that they had stopped using the "little paddle, etc." They were back to square one. The hcp instructed the patient to get in contact with the manufacturer because they were getting extreme, sharp pain in the area of the insert. The manufacturing representative (rep) told the patient how to eliminate the little "thunderbolt icon." The patient thought that doing that would eliminate the pain, but it did not. They saw their hcp again, and they think they turned off the device. The patient said they are still often getting jabbing pains, during the day and night, from the device area. It is pain that makes them gasp and the have to stand or lie "absolutely" still. They cannot even put their toe on to the floor on the right side without horrific pain. When they straighten up, they have to do it extremely slow. Sometimes they stand in place for 5-6 minutes before they can walk again. The pain is that excruciating and bring them to tears. The patient mentioned that with the ins they had to plug in the "paddle," place the paddle on the appropriate spot and it took too long; it did not control urination at all in their case. The patient also mentioned they started having jabbing pains about a month prior to the report and had one just before reporting the additional information. The ins is being removed on (B)(6) 2016. The patient stated they will have to endure whatever pain comes before then, but at least they have a date when they will know that the pain will end.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.